Event description:
According to the initial reporter, the patient had a prior endoscopic retrograde cholangiopancreatography (ercp) with plastic stent placement on (B)(6) 2026. The physician attempted to remove the first 7x15 stent and it broke at proximal flange, but was able to successfully remove the 7x15 stent using a rat tooth forceps ((B)(4)). The phsyician attempted to remove the second 7x15 stent and it broke at proximal flange as well. They attempted to use rat tooth forceps, but it kept slipping. The physican tried using the snare and it broke again. It was reported that the second 7x15 stent still remains inside the patient's clear common bile duct (cbd) ((B)(4)). Patient is expected to have a repeat ercp to try and remove.